Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 426 mg/dl. Customer declined high blood glucose troubleshooting as they already took some insulin. The customer states they did not had the settings to key into the insulin pump. The device will not be returned for analysis.